Manufacturer narrative:
The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys alpha-fetoprotein (afp) assay on a cobas 8000 e 801 analyzer. Sample 1: initial result: 23.3 ng/ml. 1st repeat result: 2.5 ng/ml. 2nd repeat result: 2.49 ng/ml. Sample 2: initial result: 22.9 ng/ml. 1st repeat result: 2.79 ng/ml. 2nd repeat result: 2.77 ng/ml. Sample 3: initial result: 12.7 ng/ml. 1st repeat result: 1.7 ng/ml. 2nd repeat result: 1.69 ng/ml. The initial results did not match the patients' clinical diagnosis, and the samples were repeated. The 2nd repeat results were obtained from another e 801. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The afp reagent expiration date was not provided. The cobas e 801 module serial number was (B)(6). The field service engineer checked the instrument and found that the sample probe was not clean. He replaced the sample probe. The investigation is ongoing.